Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the scope socket was not locking in place and needed it to be replaced, the front panel was cracked, but does not affect the functionality of the device, washers were missing for the bulb, the heat sink needed to be cleaned and the software version was 1.03. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a b30 (scope communication error) occurred on the evis exera iii xenon light source. There were no reports of patient harm associated with this event. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified, nor could the phenomenon be duplicated/confirmed. Olympus will continue to monitor field performance for this device.